Event description:
On (B)(6) 2011, the pt stated that the down button on his infusion device is not functioning. The pt first noticed the problem a few days before reporting the problem. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and was requested to be returned for product eval